Event description:
It was reported, there was a communication problem, and the patient had not been getting a ¿good charge¿ the last 2 weeks. It was noted the boxes were not filling in on the recharger (insr) screen, but the implantable neurostimulator (ins) battery was blinking. It was reported, the patient felt stimulation a little bit ¿when she first stim on.¿ it was confirmed the ins was empty and blinking on the insr screen. The patient tried charging on saturday for 5 hours and it ¿didn¿t¿ do anything.¿ the patient tried again yesterday for 4 hours and slept with the insr charging for 4 hours but it did not charge the ins. The patient ¿assisted with reposition and antenna dial¿ but was unable to get boxes filled in. It was reported the patient tried the same thing but nothing happened earlier. It was reported, the patient fell in (B)(6) as she stepped off a curve. Prior the (B)(6) and the fall, it was noted, the patient did not have problems charging and recharging. The issues recently started. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n383629, implanted: 2013 (B)(6); product type accessory product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).